Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a bent grip tip. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the maryland bipolar forceps do not close properly. The procedure was completed with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a spare instrument with no patient harm.

Manufacturer narrative:
Please refer to the following corrected information: annex c - inv findings desc 1 was updated to c11 - thermal problem and annex g - component desc 1 to g04104 - pulley.

Event description:
Refer to h10/h11 for follow-up information.